Event description:
It was reported during the surgery when the doctor was using the tonsil blade and wireless footswitch, the console and/or the footswitch seemed to get stuck. The doctor was not trying to use the device actively at that second, but when he picked it up, it beeped as if was being activated, yet the cut/coag screen was only highlighted, no flashing as it normally does, it froze. There was no pt effect. The surgeon could not proceed, because he couldn't get the foot switch or finger switch to start or stop or get the blade/console to stop beeping until we unplugged the blade from the console and plugged it in again. First of 2 events; see 3007069406-2012-00447.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. No repairs of hardware/software upgrades were needed. The unit passed all final testing and was recertified for use.